Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: during investigation, the original complaint was not able to be replicated. The keypad cover was intact and all the keypad buttons responded normally to user presses. The keypad cover was removed and there was no contamination found under the button contacts. The pump case was removed and there was no internal moisture of damage found. Unrelated to the original complaint, when the pump was powered on, the display appeared to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.